Manufacturer narrative:
This report is submitted on august 12, 2019.

Event description:
Per the clinic, the implant was electively explanted on (B)(6) 2019. The recipient was implanted in year 1990 and reportedly experienced discomfort and did not like the sound associated with the implant. Never wore the device.